Manufacturer narrative:
A review of the device history record shows this product was originally manufactured to specifications. A review of the product history reveals this device to be a reliable component of electrosurgery. Without device eval, we are unable to verify proper performance, but we have no reason to believe the event is related to a device defect or malfunction. The instructions for use indicate that an electrosurgical pencil should be inserted into a holster when not in use to avoid pt injury.

Event description:
Pt was undergoing a laparoscopic cholecystectomy. Generator settings were increased from 60 to 80 for coag and spray to provide hemostasis to the liver bed following pulling the gallbladder off of the liver bed. At this point, it was noted that when activating the foot pedal for the endoscopic handpiece there were small "sparks" coming from the bovie pencil. The pencil was lying on the pt's abdomen. A full thickness burn was noted where the pencil had been placed.